Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: weight within specifications, wear abrasion, deformation and crease fold. Bubbles and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "episode of mastitis" and "creases." Device has been explanted.